Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/30/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump led screen is not turning on at all, and the power is flickering. They have tried different power cords and sources, but the problem is consistent.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted no problems with the exterior of the device. It was noted that the screen would not turn on. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to wear and tear.